Manufacturer narrative:
A philips field service engineer (fse) went onsite and observed the device, which has two speakers. Only one speaker was functioning when the fse arrived onsite. The fse determined that the main board and speaker required replacement to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was the main board and speaker. The reported problem was confirmed. The device was operational after replacing the main board and speaker. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).

Event description:
Philips received a complaint on the earlyvue vs30 indicating that the device had a speaker malfunction. The device was not in use on a patient at the time of the event, so there was no patient involvement.